Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve stopped working. At the time of surgery, it was verified that the catheter was not obstructed, as the patient did not improve with the schedules, they suspected that the valve stopped working. The valve was implanted due to normal pressure hydrocephalus. The patient experienced symptoms of normobaric hydrocephalus. Due to the valve issue the valve was remove and replaced. The patient was doing well.

Manufacturer narrative:
The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism, as the device was not returned for investigation this could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a